Event description:
It was reported that a constant "cassette not attached properly, reattach cassette." Alarm was experienced.

Manufacturer narrative:
H6) additional information was received indicating the reported the event did not occur while in use with a patient.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device with a missing tamper seal. No physical damaged was found on the device. Error was found in the device ehl (event history log). The customer stated problem was not duplicated during testing. However, on inspection fluid contamination was found in the downstream occlusion sensor which was believed to be the cause of the reported problem. It was recommended as a corrective action that the downstream occlusion sensor be replaced. The root cause of the reported problem was traced to customer damage. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customers reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: correction: d4: model number: 2120.